Manufacturer narrative:
During inspection and testing, the light guide post thread was damaged due to handling. In addition, the outer tube was bent due to handling, there was a broken lens in the optical system, and there was debris under the eyepiece window. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, the light guide post was not threading correctly. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the light guide post thread was damaged. This report is being submitted for the malfunction found during evaluation (broken component). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the light-guide post thread was damaged due to use of excessive force by the customer. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.